Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a peak blood glucose of 207 mg/dl after breakfast and questioned whether insulin was being delivered, noting the absence of the usual stinging sensation at the meal announcement. Symptoms included none reported beyond elevated blood glucose. Outcomes included temporary elevation of blood glucose outside the target range for approximately 30 to 40 minutes, with subsequent decline from 207 mg/dl to 195 mg/dl during the call, no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and education by support personnel and review of device behavior based on the user report. Investigation of this case revealed no alerts or alarms and no evidence of a device malfunction based on available information. It was concluded that the cause of the hyperglycemia was unclear and that the device function could not be fully assessed without further evidence.